Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient had a cgm accuracy issue 6 days after the sensor was inserted into the abdomen. On (B)(6) 2024, while the patient was at work, the patient¿s cgm was reading low mg/dl and the bg meter was reading 514 mg/dl. The patient was feeling disoriented, nauseous, had numbness in her feet, and a sugary taste in her mouth. The patient decided to drive home ¿as fast as she could.¿ while driving, the patient ¿passed out a little bit¿ however, did not have a car accident. Once at home, the patient¿s husband helped her change her sensor. There was no documentation of any other treatment or medical intervention for this event. At the time of the report, the patient was ¿getting better.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. B1 adverse event and/or product problem- correction/additional information. B2 outcomes attributed to adverse event- correction/additional information. B5 describe event or problem- correction. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H1 type of reportable event - correction. H2: type of follow up - correction/additional information. H6 codes: health effect - impact code - correction/additional information. H6 codes: health effect - clinical code - correction/additional information. H10: corrected data.

Manufacturer narrative:
(B)(4). Health effect clinical code - 4581 appropriate code/ term not available ¿ sugary taste on the mouth.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.